Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with femoral neck system (fns) on (B)(6) 2019. Patient underwent revision surgery on (B)(6) 2020 due to failed implant and was revised to total hip arthroplasty no further information is provided. Concomitant devices reported: nail head elements: fns anti-rotation (part # unknown, lot # unknown, quantity# 1) nail head elements: fns bolt (part # unknown, lot # unknown, quantity # 1) screws: locking (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant products update device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: neck fix anti-rotation scr l105 tan (part# 04.168.505s, lot# l661391, quantity# 1); neck fix bolt l105 tan(part# 04.168.305s, lot# l606183, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: pd zuchwil, selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the returned parts are described below: locking screw (sku 412.217) is broken through the neck/recess. The screw head is stuck in the plate and the shaft shows few damages. The plate (sku 04.168.000s) is not broken but shows: severe discoloration area in the shaft damaged in the plate (flat area) discoloration inside the plate barrel away from the flat surface (on medial side) . Bolt (sku 04.168.305s) shows discoloration at the tip and an area with deep scratches and a sharp stop line. The anti-rotation screw (sku 04.168.505s) shows wear traces and is not broken. Dimensional inspection: dimensional inspection cannot be performed because of screw head is stuck in the plate. Document/specification review: the lot l641784 was created in november 2017 for the 04.168.000s. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. There was a change in the product drawing in december 2018. It should be pointed out that this change was only affecting the laser etch of the product. Summary: the complaint (B)(4) does not provide detailed information about the patient and/or more details about a possible cause (i.e. Fall of the patient or accident to the patient). No x-rays attached to the complaint. Only information available is the replacement of the fns system with full hip implant. The plate (sku 04.168.000s) is not broken hence the complaint condition is not confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part: 04.168.000s (sub-component 60123890), lot: l641784, manufacturing site: grenchen, release to warehouse date: november 17, 2017, expiry date: december 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that x-ray taken on an unknown date showed non-union and fracture displacement. During procedure it was identified that the locking screw is broken. There was no surgical delay reported. Revision procedure was completed successfully. Patient outcome is reported as stable. This is report 1 of 2 for complaint (B)(4).